Event description:
Five days after treatment in the upper lip and glabella with cosmo plast the patient presented with bruising. Ten days after treatment the patient presented with scabbing and an indentation in the glabella. The physician diagnosed these findings as a hypersensitivity reaction to the cosmoplast. The physician prescribed a steroid cream diprolene and administered a kenalog injection for swelling. The physician states the muscles are working fine at the glabella, but that the patient may benefit from a scar revision.

Manufacturer narrative:
.